Manufacturer narrative:
Philips has investigated this complaint. According to the additional information collected, the system was not in clinical use when the issue occurred. The philips field service engineer (fse) inspected the system onsite and confirmed that the reported issue. The fse performed the troubleshooting and found that the issue with oil cooling pump. Fse replaced oil cooling unit. After replacement of oil cooling unit, the system was returned to use in good working order. The codes were updated based on the investigation outcome.

Event description:
It was reported to philips that the allura device would lock up and freeze. No harm was reported to philips. Philips has started an investigation of this complaint.